Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the right coronary artery (rca). A 2.0x12mm mini trek rx balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues; however, during the first inflation the balloon was noted to rupture at 6 atm. Therefore, the bdc was removed and replaced with another same sized nc trek and the procedure was continued and concluded with a non-abbott balloon. There were no adverse patient effects nor clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and mildly calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.